Event description:
It was reported that the skin graft mesher was not cutting evenly. There was no report of injury or adverse patient consequences associated with this incident.

Manufacturer narrative:
Device was not returned to the manufacturer for evaluation at the time of this report. If the device is returned to the manufacturer, a follow up medwatch will be submitted once the investigation is completed.